Manufacturer narrative:
Eval codes for section h6:100: the plate has fractured through the fourth screw hole. The fracture was examined in the laboratory. Fatigue striations indicate fatigue fracture. Section f was completed by the manufacture. The user facility has been contacted. No info is available at this time.

Event description:
Device fractured requiring revision surgery to remove and replace.